Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.